Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV (intravenous fluids), insulin, potassium, and losartan. The patient was released four days later. The pod was removed at the hospital and discarded. The patient was prescribed: (27 units of lantus in the am), novolog per sliding scale and losartan 25 mg once daily.